Event description:
It was reported that during use of cleo® 90 infusion set there were multiple occlusion alarms during a bolus in the evening. High blood glucose levels so the site was changed and found a kinked cannula. This constitutes a serious injury as defined by the FDA due to it required an intervention to prevent permanent impairment/damage to a body function or structure.